Event description:
It was reported that prior to implant, the device was found in back-up vvi mode while still in the box. The device was not implanted.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. The device image was reviewed and the reset was found to have been caused by a parity error. The device was tested on the bench and it was found that the parity error was likely caused by exposure to cold temperature.